Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle detached from the suture while using. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Pls confirm lot number is racdxpf0 and not racdxpfo no further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.